Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a (B)(6) male patient receiving morphine ( type, concentration, and dose were asked but unknown) via an infusion pump implanted for spinal pain. It was reported that the personal therapy manager (ptm) displayed an 8286 code. The consumer initially stated that the pump had not recently been refilled and they were unsure whether they were due for a refill. The consumer followed up with the healthcare professional on (B)(6) 2015 and the pump was refilled. The consumer had reportedly missed a refill, which led to the empty reservoir error code on the ptm. Refilling the pump resolved the issue. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.